Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving an air detected in cassette alarm during dwell 4. The patient found that the supply bag connection had become loose and they secured the connection. The patient called back to report the cycler was receiving supply bag lines are blocked alarm during dwell 4. The fresenius technical support representative advised the patient to cancel the treatment. Upon follow-up, the patient contact stated that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cassette used by the patient is not available to be returned because it was discarded.